Manufacturer narrative:
Expiration date and manufacture date are unknown, no information is available based on reported lot number. Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is damage on the rear hook. This occurred during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection and functional tests were conducted. It was confirmed that the hook of the cuff pressure gauge housing was damaged. It was also confirmed that the gauge lens and protective rubber had deteriorated. The customer's complaint was confirmed, and the root cause was presumed to be an impact/fall that applied damage to the pressure gauge body. The housing, lens, and protective rubber of the pressure gauge were replaced. Cuff pressure gauge device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.